Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at the display window corner, broken battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump has a missing piece from the battery and the reservoir compartment. Customer stated that the damage might be due to wear and tear and the insulin pump could have been bumped. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.